Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a regional anesthesia infusor overinfused. The device had been filled with 0.125% levobupivacaine and 0.9% sodium chloride solution to a total fill volume of 275ml. The reporter stated that the expected therapy time was 20 hours; however, the infusion time was only 0.5 hours because it was detected that the infusion rate was very high. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between june 24, 2015 and june 25, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection identified that the pcm shipping tab was not removed from the pcm. Functional flow rate testing was performed with no issues detected. The cause of the condition was determined to be a use error. Per the directions for use provided with the product, the pcm shipping tab must be removed from the pcm before connecting the device to the patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.